Event description:
As reported by the user facility: arterial end that connects to patient has a large crack in it, author discovered when connecting blood lines to recirculate system. Arterial line switched out with no further issues.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.